Event description:
A customer reported via phone call indicating that issues with their sensor. The customer stated that the sensor could not establish communication with the insulin pump. The patient's blood glucose was 450 mg/dl at the time of the call. The customer stated that they had back surgery and the shots that were prescribed to the customer causes their blood glucose level to rise. The customer was assisted with the issue and was able to establish communication with the sensor. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.